Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that an tecnis toric zct150u235 intraocular lens (iol) was explanted from the patient's right eye after she experienced unexpected post-operative refraction that significantly interfered with her daily activities. Another iol was implanted during the same procedure.